Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampons are falling apart leaving pieces inside her. Tampon pieces came out of her during her period and two weeks after.